Manufacturer narrative:
Zimmer biomet complaint- (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Nagels, j., rozing, m., rozing, p. (2011). "Prognostic factors in arthroplasty in the rheumatoid shoulder." Hssj, vol. 7, p 29-36.

Event description:
Information was received based on review of a journal article titled, "prognostic factors in arthroplasty in the rheumatoid shoulder¿. There was one report of revision due to painful medial migration.